Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent noise resulting in inappropriate shock therapy and inappropriate anti-tachycardia pacing (atp). It was reported that the lead had out of range pacing impedances greater than 2,000 ohms in all vectors and intermittent loss of capture. It was believed that this product was fractured. No adverse patient effects were reported.

Event description:
Additional information indicates that this lead had fractured. The patient underwent a revision procedure to have the lead explanted. No further complications have been reported.

Event description:
Subsequent information indicates that the patient currently has a fever and is in a holding pattern until the fever subsides; therefore, no intervention has been performed at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory anlaysis confirmed that the rate/sense negative conductor coils were discontinuous in the midbody segment approximately 73 and 79mm from the proximal side insulation. Detailed analysis revealed that the lead was returned in three segments with the coil fractured in the mid segment under where the suture sleeve was located while implanted. All of the fractured wires at the primarily and secondary sites showed evidence of fatigue and two wires showed evidence of electrolytic pitting. Due to the extensive mechanical damage, the origin of the fractures could not be determined.